Event description:
Further follow-up from the neurologist revealed that the cause of death was due to seizure and was not associated with the vns. The neurologist also stated that because her death was associated with a seizure, the death is not considered related to sudep.

Event description:
It was reported that the vns patient passed away on (B)(6) 2013. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.